Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419488, lead, implanted: (B)(6) 2013. Dtba2d1, ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. It was noted that the obvious suspected for the fast depletion is the under-sensing of the right atrial (ra) lead resulting in intermittent atrial tachycardia/atrial fibrillation (at/af) detection. The device was explanted and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.